Event description:
A complaint was received from a customer that reported that the "units digit" of the display can only be viewed when the system is held at a particular angle. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.